Event description:
(B)(4). (B)(6) 2016. Endometriosis, and adenomyosis found.

Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure:: on (B)(6) 2014 allergy to penicillin. On (B)(6) 2014 developed gingivitis. On (B)(6) 2014 ocular migraines, migraines, floaters. On (B)(6) 2014 fatigue; sleep study, no findings. 2015 heavy periods cramping, sharp pains in lower abdomen. Leg pain, restless legs, lower back pain, discharge, brain fog, weight gain. On (B)(6) 2016 hole in tooth, apparently from grinding. On (B)(6) 2016 constant sinus problems. Skin tingling, heart palpations, loss of libido. On (B)(6) 2016 anemia. Blood in urine, hot flashes, ibs ;;heartburn, diarrhea, stomach pain and cramps. On (B)(6) 2016 uti. Ocular migraine, dry mouth. I have/have not been seen by 3 doctors. I have been diagnosed with the following conditions :: ibs. The device is still inside of me.